Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient threatens legal action. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, error codes and dust contamination. No evidence of foam particles was found in the device. The device was scrapped.